Manufacturer narrative:
A field service engineer was dispatched and found no causes for the issue. The issue was reported to be resolved prior to the engineer's arrival. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). Calibration was within specification. Qc was elevated on the date of the event. The alarm trace did not show any issues at the time of the event. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 and ise indirect k+ for gen.2 results for several patient samples on a cobas 8000 cobas ise module. Examples of patient results from line 1 (serial number: (B)(4)): patient 1: (sample ID (B)(6)). The initial sodium result was 144.7 mmol/l. This result was reported outside of the laboratory. The repeated sodium result was 149.90 mmol/l. Patient 2: (sample ID (B)(6)). The initial sodium result was 143.90 mmol/l. This result was reported outside of the laboratory. The repeated sodium result was 149.10 mmol/l. Patient 3: (sample ID (B)(6)). The initial potassium result was 6 mmol/l. This result was reported outside of the laboratory. The repeated potassium result was 4.70 mmol/l. Examples of patient results from line 2 (cobas 8000 cobas ise module, serial number (B)(4)) from (B)(6) 2021: patient 4: (sample ID (B)(6)): the initial sodium result was 136.4 mmol/l. This result was reported outside of the laboratory. The repeated sodium result was 130.2 mmol/l. Patient 5: (sample ID (B)(6)): the initial sodium result was 138.2 mmol/l. This result was reported outside of the laboratory. The repeated sodium result was 130.9 mmol/l. Patient 6: (sample ID (B)(6)): the initial sodium result was 139.6 mmol/l. This result was reported outside of the laboratory. The repeated sodium result was 133.2 mmol/l. Patient 7: (sample ID (B)(6)): the initial potassium result was 4.7 mmol/l. This result was reported outside of the laboratory. The repeated potassium result was 5.2 mmol/l. Patient 8: (sample ID (B)(6)): the initial potassium result was 4.60 mmol/l. This result was reported outside of the laboratory. The repeated potassium result was 5.25 mmol/l. All of the repeated results, from both lines, were believed to be correct. The samples were repeated due to the customer experiencing qc issues when monitoring average patient results. The sodium electrode lot number (for line 1) is h36_2020 with an expiration date of 9-aug-2021. The potassium electrode lot number (for line 1) is p1394. The expiration date was requested, but not provided. The sodium electrode lot number (for line 2) is h85_2020 with an expiration date of 29-aug-2021. The potassium electrode lot number (for line 2) is t1022. The expiration date was requested, but not provided.